Event description:
It was reported the right ventricular (rv) lead had impedance less than 300 ohms, the pacing threshold had increased and the patient was experiencing pocket stimulation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.